Manufacturer narrative:
It is indicted that the device will be sent back to bsc. Should additional information become available, this report will be updated.

Event description:
It was reported during ongoing use, the patient developed an infection. The pg was explanted along with the 3 leads. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics. There has been no replacement scheduled at this time, and it is unknown as to whether the patient will have another system implanted.

Event description:
It was reported during ongoing use, the patient developed an infection. The pg was explanted along with the 3 leads. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics for the infection. Additional information received from the field rep indicated that dr. Strathmore who performed the explant procedure, was going to refer the patient back to the original cardiologist and implanting physician, to follow up and make the decision whether to re-implant a new system at a later date.

Manufacturer narrative:
Although the device was explanted for infection, it was returned and a device analysis was completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the resonate x4 crt-d was performed. Testing was completed to assess electrical performance. Measurements throughout these tests were within normal limits, and exhibited normal device characteristics. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.